Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received that indicated that six months post initial evaluation, the patient underwent tavr with a non-edwards valve and the patient left in stable condition. No additional information was available.

Manufacturer narrative:
(B)(4). The valve was not returned to edwards for evaluation as it remains implanted in the patient.  Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.    Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  A very common failure mode is tissue calcification.  The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  In this case, there was no allegation or indication a device deficiency contributed to this adverse event.  Based on the limited information provided, the root cause for the valve stenosis could not be confirmed, but may be related to the patient¿s co-morbidities not provided and/or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), three years post placement of the 26mm sapien 3 valve in the aortic position, the valve is being evaluated for a possible surgery or secondary thv implant. Physician mentioned it was a bicuspid valve, and mild pvl was left after the initial procedure, due to immunosuppressive therapy and the risk of rupture. Since implant the patient had endocarditis, the site is also are thinking this is the reason for calcification of the leaflets. Paravalvular leak (pvl) has increased and it seems like there is not central ai as well.